Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to instability.

Event description:
It was reported that a 74-year-old male that weighed 142 kg (312 lbs) was initially implanted in 2014 reported instability. A revision of the left knee was completed during which it was noted that the post was fractured and not engaged with the tray, which could cause the instability. All pieces were removed intact, no debris in the joint.

Manufacturer narrative:
Section d6: implanted date (2014). Section h3: after a review of all available information: the revision reported in experience (B)(4) was likely caused by excessive hyperextension between the femoral implant and the ps spine, resulting in the shearing off of the tibial insert post. Device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Patients should be informed that their weight and activity level may affect the longevity of the implant. Patients should be advised to report any pain, decrease in range of motion, swelling, fever, or unusual sounds (e.g. Clicking) as this may indicate positional changes in the implant that could lead to premature failure. This device is used for treatment not diagnosis. Corrected data: section b5: describe event or problem. Section d4: catalog number. Section d10: device available for evaluation.